Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he has had unexplained high blood glucose episodes over the past couple months. The patient stated that his blood glucose runs between 200 mg/dl and 500 mg/dl. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its corresponding components for damage and functionality. The customer confirmed that there was no visible damage to the pump, and there were no air bubbles in the tubing. The customer was advised to change his entire set, reservoir, and insulin, and treat per health care provider's instructions. The customer was also advised that the pump was working as designed and that he should contact his health care provider about his blood glucose. No products were returned and a tubing clamp was shipped to the customer in order to perform the high pressure test on the pump upon receipt.